Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported being unable to get the accessory to lock down at the instrument port during the unpacking of an olympus duodenovideoscope. There was no patient involvement.